Manufacturer narrative:
The suspect device will not be returned for further evaluation. Therefore, root cause was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator was having a transducer fault occurred during patient use. The customer confirmed that the patient was transferred to another device but no patient harm reported."